Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. The instrument was inspected and examined; no problems or concerns were identified. No adverse trend was identified for the customer's issue. After re-spinning the sample it revealed a pellet in the bottom of the sample tube which supports sample integrity as a possible cause for the inconsistent results. Labeling was reviewed and found to adequately address sample handling and processing. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed ict results on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial sodium 105, repeats 139, 140, 140 mmol/l. Initial potassium 2.0, repeats 2.7, 2.7, 2.7 mmol/l. There was no impact to patient management reported.